Manufacturer narrative:
Concomitant medical products: 439888 lead implanted: (B)(6) 2016, 6947m62 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and undersensing of atrial tachycardia / atrial fibrillation (at/af) episodes causing the device to mode switch. The lead remains in use. No patient complications have been reported as a result of this event.